Event description:
Five hrs after a coronary drug eluting stenting treatment procedure, the pt developed chest pain and a possible small thrombus was found distal to the taxus stent. The physician predilated the 75% de novo lesion in the mid-lad with a maverick 2.5 x 9mm balloon at 7 atms. He then deployed a taxus express2 8.8% 2.50 x 8.0mm drug eluting stent at 12 atms. 8000 units of heparin were given; the activated clotting time was measured at 438. He postdilated the stent with an nc monorail 2.75 x 9mm balloon at 12 atms. No complications were reported. At 3:00 p.m. The pt developed chest pain and was taken to the cath lab for eval. Integrilin was administered at 3:30 p.m. Intracoronary and intravenous. Heparin 7000 units was also given. Act was measured at 137. Angiography revealed a possible small thrombus (10% occlusion) distal to the stent. No add'l intervention was performed. The first dose of plavix 75mg was given the next day at 9:00am. No further complications or injuries were reported.